Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded after the procedure was completed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced visual disturbances. Approximately 2 to 3 days after the ablation procedure the patient reported experiencing visual disturbances. CT scans and an MRI of the patient's brain were performed, and no abnormalities were found. The patient's ophthalmologist diagnosed the patient as experiencing ocular migraines. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.